Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via email to a company consultant and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received her last application of poly-l-lactic acid (sculptra) on (B)(6) 2007. It was not specified when her first treatment was or how many treatments in total she received. Relevant medical history and concomitant medication info were not reported. On (B)(6) 2008, the pt developed nodules. Corrective treatment, if any, was not specified. At the time of this report, the event remains ongoing. No additional info was provided. Per our affiliate, attempts to contact the reporter have been unsuccessful. (B)(4). Reporter's causality assessment: not provided. Addendum for follow-up info received on (B)(4) 2008. (B)(4) results were received. Brr (batch record review) was performed without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.